Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing. The rv lead remains in use. The physician is monitoring the rv lead, but no intervention was scheduled. No patient complications have been reported as a result of this event.